Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) cuff removed and replaced. No further patient complications were reported in relation to this event. Should additional information be received a supplemental report will be filed for the addition information.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) cuff removed and replaced. No further patient complications were reported in relation to this event. Should additional information be received a supplemental report will be filed for the addition information.